Event description:
Paramedics attempted to use the device to administer a shock to be pt described as in ventricular tachycardia (no additional information was provided). The pt was connected to the defibrillator using defibrillation electrodes made by another MFR. The device reportedly displayed a connect electrodes alarm message when the operator attempted to charge the defibrillator and use of the device was inhibited. There were no adverse affects to the pt reported as a result of device use.